Manufacturer narrative:
The foreign material removed from the patient's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible use error, as it was reported that foreign material claimed to have been a kci product that may have been left in the wound by the patient's healthcare providers, and had to be surgically removed. V.a.c. Labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."

Event description:
It was reported that a patient, who had received v.a.c. Therapy during a period of three weeks for a dehisced surgical wound (abdomen), required the wound to be reopened in order to surgically remove a piece of foreign material that was inadvertently left in the wound. The foreign material was alleged to have been a piece of v.a.c. Whitefoam. At about 2 months later, the patient reported that her wound was healing well after the foreign material was surgically removed.